Event description:
It was reported that an audible alarm was observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals found intact. The investigation found the device in excellent condition. The pump event history showed a primary audible alarm background (bgnd) error in pump error history log (ehl). During the evaluation the reported issue, a primary audible alarm (bgnd) test was the unable to be duplicated. The cause of the reported issue and the root cause was unable to be determined or duplicated, as no physical or any other damage was found on speaker or interconnect board. The technician replaced the speaker for preventive. Performed occlusion test which passed.